Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged she feels it is suffocating her & difficulty breathing/short of breath. There was no report of serious or permant harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that patient is suffocating & difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure and airpath, suggesting a source external to the device. The device was missing a foot pedal for grip and was also covered in fibrous contaminants around the exterior casing of the device. Orange/brown contamination observed around edges and crevices of device exterior casing. Evidence of water ingress in the blower box suggests the use of non- distilled water in the humidifier water chamber. The manufacturer confirms the presence of contamination throughout device exterior, airpath and confirm evidence of water ingress in the blower box. Manufacturer confirms that there was no evidence of degraded sound abatement foam observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that it is unable to address the alleged symptoms described by customer and there was no visible foam degradation.